Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") in a 37-year-old female patient who had essure (batch no. 627071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included anxiety disorder, panic attack, headache, abdominal pain, uterine fibroid, urinary incontinence and uterine fibroid. Concomitant products included nsaid's since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009 and vicodin. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 3 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain radiating to the back"). On an unknown date, the patient experienced back pain ("lower back area"). The patient was treated with surgery (partial hysterectomy and device removal) and surgery (total hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, vaginal haemorrhage, depression, anxiety, dyspareunia and back pain outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal. As per source, drug was withdrawn and removal done. As per pfs, essure device not removed. If you have not had essure removed, are you currently planning for removal? (Blank) . Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on an unknown date: positive . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, lower back pain, lower abdominal pain, menorrhagia". Most recent follow-up information incorporated above includes: on 29-jun-2018: plaintiff fact sheet and medical record was received. Events added from pfs- lower abdominal pain radiating to the back, abnormal bleeding (vaginal), mental anguish, depression, lower back area, she did not undergo confirmation test, dyspareunia (painful sexual intercourse). Abnormal bleeding (menorrhagia) clubbed to previous events. Reporter information, concomitant disease was added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") in a 37-year-old female patient who had essure (batch no. 627071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's previously administered products included for an unreported indication: mirena iud. Past adverse reactions to the above products included contraception with mirena iud. Concurrent conditions included anxiety disorder, panic attack, headache, abdominal pain, uterine fibroid, urinary incontinence and uterine fibroid. Concomitant products included nsaid's since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009 and vicodin. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish / psychological or psychiatric problems condition: anxiety disorder") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 3 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain radiating to the back/pain lower abdominal pain"). On an unknown date, the patient experienced back pain ("lower back area"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (partial hysterectomy and device removal, hysterectomy (full),) and surgery (total hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, vaginal haemorrhage, depression, anxiety, dyspareunia, back pain, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal. As per source, drug was withdrawn and removal done. As per pfs, essure device not removed. If you have not had essure removed, are you currently planning for removal? (Blank). Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on an unknown date: positive. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, lower back pain, lower abdominal pain, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet received. Events added from pfs- migraines / headaches, dysmenorrhea (cramping). Historical drug were added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and menorrhagia ('menorrhagia / abnormal bleeding (menorrhagia)') in a 37-year-old female patient who had essure (batch no. 627071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's previously administered products included for an unreported indication: mirena from 2005 to (B)(6) 2008 and mirena iud. Past adverse reactions to the above products included contraception with mirena iud. Concurrent conditions included anxiety disorder, panic attack, headache, abdominal pain, uterine fibroid, urinary incontinence, uterine fibroid, prediabetes, obesity and gerd. Concomitant products included ethinylestradiol;levonorgestrel (levora), hydrocodone bitartrate;paracetamol (vicodin), nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish / psychological or psychiatric problems condition: anxiety disorder") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced abdominal pain lower ("lower abdominal pain radiating to the back/pain lower abdominal pain"), 3 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced back pain ("lower back area"), cystitis ("infection (bladder/ urinary tract/vaginal) type:"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), abdominal pain ("abdominal pain"), post procedural complication ("post procedural complication") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (total hysterectomy and partial hysterectomy and device removal, hysterectomy (full),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, back pain, urinary tract infection, abdominal pain and post procedural complication had resolved and the abdominal pain lower, vaginal haemorrhage, depression, anxiety, dyspareunia, migraine, headache, dysmenorrhoea, cystitis, vaginal infection and blepharospasm outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, blepharospasm, cystitis, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure removal. As per source, drug was withdrawn and removal done. As per pfs, essure device not removed. If you have not had essure removed, are you currently planning for removal? (Blank). She received treatment for events pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on an unknown date: results: positive. Concerning the injuries reported in this case the following were reported via social media- blepharospasm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media content received. Reporter added. Event eyelid twitching added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and menorrhagia ('menorrhagia / abnormal bleeding (menorrhagia)') in a 37-year-old female patient who had essure (batch no. 627071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's previously administered products included for an unreported indication: mirena from 2005 to (B)(6) 2008 and mirena iud. Past adverse reactions to the above products included contraception with mirena iud. Concurrent conditions included anxiety disorder, panic attack, headache, abdominal pain, uterine fibroid, urinary incontinence, uterine fibroid, prediabetes, obesity and gerd. Concomitant products included ethinylestradiol; levonorgestrel (levora), hydrocodone bitartrate; paracetamol (vicodin), nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish / psychological or psychiatric problems condition: anxiety disorder") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced abdominal pain lower ("lower abdominal pain radiating to the back/pain lower abdominal pain"), 3 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced back pain ("lower back area"), cystitis ("infection (bladder/ urinary tract/vaginal) type:"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total hysterectomy and partial hysterectomy and device removal, hysterectomy (full),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, back pain, urinary tract infection, abdominal pain and post procedural complication had resolved and the abdominal pain lower, vaginal haemorrhage, depression, anxiety, dyspareunia, migraine, headache, dysmenorrhoea, cystitis and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure removal. As per source, drug was withdrawn and removal done. As per pfs, essure device not removed. If you have not had essure removed, are you currently planning for removal? (Blank). She received treatment for events pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on an unknown date: results: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added event post procedural complication and abdominal pain. Outcome of events pelvic pain, abdominal pain, back pain, menorrhagia, uti was updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") in a 37-year-old female patient who had essure (batch no. 627071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included anxiety disorder, panic attack, headache, abdominal pain, uterine fibroid, urinary incontinence and uterine fibroid. Concomitant products included nsaid's since september 2009, paracetamol (acetaminophen) since september 2009 and vicodin. In september 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 3 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain radiating to the back"). On an unknown date, the patient experienced back pain ("lower back area"). The patient was treated with surgery (partial hysterectomy and device removal).essure was removed. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, vaginal haemorrhage, depression, anxiety, dyspareunia and back pain outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal. As per source, drug was withdrawn and removal done. As per pfs, essure device not removed. If you have not had essure removed, are you currently planning for removal? (Blank) diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on an unknown date: positive. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, lower back pain, lower abdominal pain, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (partial hysterectomy and device removal). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and heavy menstrual bleeding ('menorrhagia / abnormal bleeding (menorrhagia)') in a 37-year-old female patient who had essure (batch no. 627071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included dizzy, nausea, fatigue, vertigo, diarrhea, ovarian cyst, uterine fibroid, seasonal allergic rhinitis, heartburn, appendectomy, adenomyosis uteri and uterine leiomyoma. Previously administered products included for an unreported indication: mirena from 2005 to (B)(6) 2008 and mirena iud. Past adverse reactions to the above products included contraception with mirena iud. Concurrent conditions included anxiety disorder, panic attack, headache, abdominal pain, uterine fibroid, urinary incontinence, uterine fibroid, prediabetes, obesity and gerd. Concomitant products included ethinylestradiol;levonorgestrel (levora), hydrocodone bitartrate;paracetamol (vicodin), norethisterone acetate (aygestin), nsaids since september 2009 and paracetamol (acetaminophen) since (B)(6) 2009. In (B)(6) 2009, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish / psychological or psychiatric problems condition: anxiety disorder") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced abdominal pain lower ("lower abdominal pain radiating to the back/pain lower abdominal pain"), 3 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced back pain ("lower back area"), cystitis ("infection (bladder/ urinary tract/vaginal) type:"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), abdominal pain ("abdominal pain"), post procedural complication ("post procedural complication") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (total hysterectomy and partial hysterectomy and device removal, hysterectomy (full),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, heavy menstrual bleeding, back pain, urinary tract infection, abdominal pain and post procedural complication had resolved and the abdominal pain lower, vaginal haemorrhage, depression, anxiety, dyspareunia, migraine, headache, dysmenorrhoea, cystitis, vaginal infection and blepharospasm outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, blepharospasm, cystitis, depression, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure removal. As per source, drug was withdrawn and removal done. As per pfs, essure device not removed. If you have not had essure removed, are you currently planning for removal? (Blank). She received treatment for events pain and bleeding. 4coils on the right, 2 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on an unknown date: results: positive. Concerning the injuries reported in this case the following were reported via social media- blepharospasm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter information, patient medical history, concomitant medications, rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and menorrhagia ('menorrhagia / abnormal bleeding (menorrhagia)') in a 37-year-old female patient who had essure (batch no. 627071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's previously administered products included for an unreported indication: mirena from 2005 to (B)(6) 2008 and mirena iud. Past adverse reactions to the above products included contraception with mirena iud. Concurrent conditions included anxiety disorder, panic attack, headache, abdominal pain, uterine fibroid, urinary incontinence, uterine fibroid, prediabetes, obesity and gerd. Concomitant products included ethinylestradiol;levonorgestrel (levora), hydrocodone bitartrate;paracetamol (vicodin), nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish / psychological or psychiatric problems condition: anxiety disorder") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced abdominal pain lower ("lower abdominal pain radiating to the back/pain lower abdominal pain"), 3 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced back pain ("lower back area"), cystitis ("infection (bladder/ urinary tract/vaginal) type:"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), abdominal pain ("abdominal pain"), post procedural complication ("post procedural complication") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (total hysterectomy and partial hysterectomy and device removal, hysterectomy (full),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, back pain, urinary tract infection, abdominal pain and post procedural complication had resolved and the abdominal pain lower, vaginal haemorrhage, depression, anxiety, dyspareunia, migraine, headache, dysmenorrhoea, cystitis, vaginal infection and blepharospasm outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, blepharospasm, cystitis, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure removal. As per source, drug was withdrawn and removal done. As per pfs, essure device not removed. If you have not had essure removed, are you currently planning for removal? (Blank). She received treatment for events pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on an unknown date: results: positive. Concerning the injuries reported in this case the following were reported via social media- blepharospasm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2020: quality safety evaluation of ptc.fu 9 and 10 processed together. On 8-jul-2020: no new information added. .fu 9 and 10 processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and menorrhagia ('menorrhagia / abnormal bleeding (menorrhagia)') in a 37-year-old female patient who had essure (batch no. 627071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's previously administered products included for an unreported indication: mirena from 2005 to march 2008 and mirena iud. Past adverse reactions to the above products included contraception with mirena iud. Concurrent conditions included anxiety disorder, panic attack, headache, abdominal pain, uterine fibroid, urinary incontinence, uterine fibroid, prediabetes, obesity and gerd. Concomitant products included ethinylestradiol;levonorgestrel (levora), hydrocodone bitartrate;paracetamol (vicodin), nsaids since september 2009 and paracetamol (acetaminophen) since september 2009. In september 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish / psychological or psychiatric problems condition: anxiety disorder") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced abdominal pain lower ("lower abdominal pain radiating to the back/pain lower abdominal pain"), 3 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced back pain ("lower back area"), cystitis ("infection (bladder/ urinary tract/vaginal) type:"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"). The patient was treated with surgery (total hysterectomy and partial hysterectomy and device removal, hysterectomy (full),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, vaginal haemorrhage, depression, anxiety, dyspareunia, back pain, migraine, headache, dysmenorrhoea, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure removal. As per source, drug was withdrawn and removal done. As per pfs, essure device not removed. If you have not had essure removed, are you currently planning for removal? (Blank) diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on an unknown date: results: positive. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events added: bladder infection, urinary tract infection, vaginal infection. Concomitant drug, historical drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report